Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 6 alleged false positive sars results on one asymptomatic person (tested themselves 6 times). Customer communicated the results were confirmed negative by pcr and other rapid test. Report 6 of 6.